Event description:
Caller states that she inserted an undosed strip into the device and the device appeared to be calculating a reading, but produced an error. No glucose control solutions were reportedly used. Requested return of suspect device and replacement was sent.